Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed on 19 dec 19 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. 2860 units released. Lot expiry date: 31 may 17.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the unknown component at the cement to implant interface. Cement manufacturer is unknown. Patient had a attune knee in. Revised to a sigma tc3 rp with sleeves and stems. Doi: (B)(6) 2016, dor: (B)(6) 2018. Unknown side.